Manufacturer narrative:
A getinge field service engineer (fse) reported that they replaced the parts assembly wheels, assy slide handle , handle rear cover console and tube assy pressure due to physical damage. Unit passed all functional and safety tests.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during software updated that the cardiosave intra-aortic balloon pump (iabp) has physical damage on pressure hose and housing cover. There was no patient involvement.